Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during surgical preparation, discovered that the proxies were bent, and they completed the procedure using a different identical product.

Event description:
It was reported that during surgical preparation, discovered that the proxies were bent, and they completed the procedure using a different identical product.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted the sample was provided in the original bard pouch and placed inside the large ziploc bag. Visual requirements states to use unaided eye at 12" to 18" distance under normal room lighting. Dimensional requirements state the guidewire is to be 0.038" ± 0.001", stepped od to be 0.127" ± 0.001", and tube od to be 0.123" ± 0.003. Upon evaluation, no visual defects were observed on the sample. The device exhibited a natural slight curvature, which is expected given its length and the material composition, both of which are designed to facilitate insertion during clinical placement. A 0.038" guidewire was successfully passed through the sample without resistance. The stepped od was measured at 0.1273" and the tube od was measured at 0.1225" using a laser micrometer. Also received one photo sample that shows top view of product within product packaging. No root cause could be found because the reported event was unconfirmed. DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction- d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.